Event description:
It was reported that the patient could feel their ¿battery pack¿ when they were lying on their left side where the implantable neurostimulator (ins) is located. It was further reported that the ins was protruding and the patient was concerned about it. It was noted that the patient had noticed this in the last couple of weeks or maybe the last week prior to the date of the report. It was also noted that the patient could always feel the battery pack before but at the time of the report it felt different. It reportedly felt like it was in a different place was protruding when lying on the left side. It was noted that the patient had not lost any weight and the patient had yet to be medically assessed. It was also noted that the patient only went to their health care provider (hcp) the last time to get their proscription medication and that they had an appointment scheduled for the beginning of may. It was further noted that the patient had been sick and that they had a thyroid problem. It was also reported that the patient¿s therapy was not working as expected. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 3776-45, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3776-45, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).